Event description:
It was reported on (B)(6) 2022 during a patient transfer using a multirall lift, the patient fell to the floor and was injured. The patient, a (B)(6) male with a history of multiple handicaps, was being transferred from the wheelchair to the bed when one of the sling attachments came loose. The patient slipped from the sling, then tipped over striking his head on the floor. The care assistant was alone with the patient when the fall occurred. The patient was hospitalized on (B)(6) 2022 and monitored in the neurosurgery unit. An emergency brain scan showed a subdural hematoma, fracture of the rock, and otorrhagia. Treatment for the event included depakene, doliprane, formax, inexium, and zithromax (route of administration, dose, duration not reported). On (B)(6) 2022, the patient was discharged home/back to the rehabilitation facility. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
During follow up with the customer, it was also reported that the patient resides at home during the week and stays at a rehabilitation facility on the weekend. The patient has a follow up appointment at the end of april for evaluate possible hearing loss. The patient also has a neurology appointment at the end of may to evaluate the consequences of the fall. The multirall lift was inspected, and no defects were found with the lift. The multirall lift functioned as designed. However, it was noted the care assistant in charge of lifting the patient used an invacare sling, which is not adapted to the multirall lift. The customer was strongly advised to use hillrom slings. In fact, the instruction manual for multirall 200 lifts (7en125103 rev. 13) in the safety instructions section states: incorrect attachment of sling to slingbar may cause severe injury to the patient. Only use the multiralltm overhead lift with a carriage, adapter, sling bar and other accessories approved by likotm. Before lifting, always make sure that: the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The lifting accessories are properly attached to the lift. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface. If the instructions outlined above are followed it is very unlikely for an injury to occur. Although the reported event was caused by the user not following instructions for use, the reported event resulted in a serious injury. Therefore, hillrom considers this complaint a reportable event.